Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Customer complains of high results. Customer's husband states that his wife has dry mouth but declined any need for medical attention. Customer's husband stated that she would just take her insulin and that she would be okay. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 454mg/dl and 451mg/dl fasting. Reviewed meter memory (B)(6). She hadn't made any changes to her diet or medication (novalin-n/insulin-sliding scale). Customer stated that she did not know what her expected blood sugar levels should be when fasting.